Manufacturer narrative:
Other, other text: a sample was returned to manufacturing for investigation. Visual inspection was performed. The returned sample was received inside a plastic bag which is not its original packaging. Visual inspection, the complainant returned unit was visually inspected at a distance under normal conditions of illumination according to procedure. An occlusion is identified between tube assembly to male luer bonding; thus, failure mode is confirmed. Production personnel performs the solvent bonding operations according to applicable manufacturing procedure. Per procedure personnel perform on a clean lint free towel dab excessive solvent from inside diameter ID of tube, if necessary, to prevent occlusions and hourglasses. Per procedure production personnel performs a leak test at 4 samples at the beginning of every shift, at new lot, and every change of lot of solvent or raw material that is assembled with solvent. Production personnel inspects 100% to verify the quality of their own work, the work quality of the operator before him or her, the bonds are free of leak paths, tube does not display any excessive solvent fingerprints, particulate in fluid path meets specification, tube is fully bonded, no occlusion are present, and components are free of quality issues contamination, damaged and molding issues. Quality personnel takes 15 sample units every two hours to inspect parts are free of excessive bonding residue and smudges, tubes are not occluded, tubes are not kinked or coiled too tightly, parts are free of damage scuffs, pinch marks, etc., cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. Based on the tests results, it is concluded that the failure could be reproduce in two ways when the excess of solvent is not cleaned before to assembly the tube with the component. Or when the tube is introduced two times in the solvent dispenser procedure is not followed. An awareness notification was issued to personnel involved on (B)(6) 2023 by quality engineer to notify production personnel about the failure mode reported by the customer.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a high pressure alarm went off. However, no occluded part was found in it. There was no patient injury reported.